Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the product issue began on (B)(6), 2023, at approximately 2:40 pm. The patient reported that after she had breakfast, she obtained a blood glucose reading of ¿194 mg/dl¿ on the subject meter. The patient doubted the reading and performed a control solution test but realized that the control solution was expired. The patient manages her diabetes with diet and exercise only and did not report any action taken in response to the alleged issue. The patient informed that she called 911 because she was feeling ¿shaky and felt that her heart was beating faster¿. The patient claimed that around 3 pm that same day, the paramedics arrived, and she ate a candy. The paramedics took a blood glucose test and obtained ¿177 mg/dl¿ on an unspecified device but did not provide any treatment or medication. At the time of the call with lfs the patient indicated that she was feeling good. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a valid control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.